Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a correction injection to address the bg. After removing the obstruction from the speaker holes, the customer performed a cartridge change and the alarm cleared.